Manufacturer narrative:
The reported event occurred on a cobas 6800 analyzer (serial number: (B)(6). The investigation determined that the cobas mpx assay performed within specifications. A review of the data provided by the customer indicated that the hiv growth curves for the two samples exhibited late and minimal amplification, with cycle threshold (CT) values of 39.1 and 42.2. The positive control for hiv demonstrated robust and sigmoidal amplification, confirming proper assay performance. Based on the clinical context and the observed amplification patterns, the most likely cause of the discrepant results was identified as non-specific amplification. Contamination of the samples was considered less likely. The blood donations associated with the samples were discarded, and no harm or delay in treatment was reported.

Event description:
The initial reporter alleged unexpected reactive results for hiv when using the cobas mpx assay on the cobas 6800 instrument. The customer reported two samples that were initially reactive for hiv with cycle threshold (CT) values of 39.1 and 42.2. The hiv growth curve for both samples showed late and minimal amplification. Serology testing for both samples was non-reactive. The cobas mpx assay was repeated on the same samples, and the results were non-reactive. The samples were reported as reactive, and the blood donations were discarded.